Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent. The event is captured in our labeling as a foreseeable event. Ams has requested the return of the explanted device.

Event description:
A (B)(6) male was implanted with an ipp device on (B)(6) 2010. It was determined and reported on (B)(6) 2010 that the pump was not working, a conclusion made by the doctor and an ams representative. On (B)(6) 2010, the cylinders and pump were removed and replaced. No further information was provided.